Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer's blood glucose level related to the malfunction. It was reported that the customer had pulled the infusion set out at school and removed the cartridge. The customer did not have another infusion set available and disconnected from the pump. Once the customer got home (bg's) had elevated to 353 mg/dl. The customer took a manual injection to stabilize blood glucose level. It was indicated that the customers (bg's) were elevated due to the customer removing the infusion set prior to the malfunction and not pump related. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.